Event description:
The customer reported that he believes like the insulin was returning back into the reservoir, and he was running high. The caller also stated that insulin squirted out while priming. The blood glucose reading was 316mg/dl. Troubleshooting was performed, and no damage to the drive support cap noted. Assisted the customer to run a manual prime test and the insulin exited. The time, date, basal rates, and bolus wizard were correct. No further information was provided.

Manufacturer narrative:
Failure analysis revealed that the insulin pump was unable to prime during the prime test as a result of a protruded/loose drive support disk. Further testing could not be performed due to the prime anomaly. The device had scratched lcd window, cracked reservoir tube lip, missing end cap sticker. Unable to confirm the alarm. The numbers were not ramping up on its own or the scroll bar was moving with no input.